Event description:
Rptr has a tuttnauer autoclave, model #2540m. A cast metal washer that holds the pressure of the locking spindle of the door fragmented allowing the autoclave door to blow open. If a person had been standing near the autoclave they would have been severely injured. Since it is obvious that the washer holding the pressure of the door was made of inferior cast material rather than stainless steel or another suitable material, rptr asks why this company did not notify owners of these autoclaves, of the danger and ship them replacement parts. According to rptr, for some reason, surgical supply companies go in and out of business frequently. Therefore, manufacturers of defective equipment notifying salespeople is obviously inadequate. Reporter feels owners of defective equipment should be notified directly by the company and publicity of defects should be mandatory.